Event description:
Reportedly, in early 2008, the pt had a aortic cep valve removed. Valve was not saved. Implant duration is about ten years and 4 months. Info per hvt sales rep.

Manufacturer narrative:
Device not returned